Event description:
A customer reported that they obtained readings of 285 mg/dl and 46 mg/dl within a 10-minute timeframe. When plotted on a parkes error grid the results feel in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter has been returned however, testing could not be performed due to a power issue with the strip port.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A follow-up report will be submitted when the investigation is complete.